Event description:
Reportedly, the instrument misfired and the surgeon had to over sew the stapler line to complete the anastomosis and the case. Procedure: lavh. Patient status: no patient injury reported. Note: during routine review this report was reevaluated. At that time, the decision was made to file a report based on the information received.